Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. The patient does not know when they lost stimulation. The patient programmer and clinician programmer both displayed "replace generator" when attempting to connect to the ipg. Surgical intervention may be undertaken to address the issue.